Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. A field service engineer (fse) found that tower door 2 was failing. This device had previously undergone tower latch inspections, but the customer still had the old-style latches installed. The customer requested that all latches on-site be replaced. The fse removed the old carbon grease and reapplied fresh grease. The device was rebooted and tested using diagnostics, but it continued to fail. A latch order was placed, and the team awaited its arrival for replacement. This service action was a continuation of a previous service activity. Upon return, the fse installed a new updated latch for tower door 2, which had been unrecoverable. The tower door latch was replaced, all connections at the controller board were reseated, and the device was rebooted. Diagnostics were run again, and the device was tested for moisture-related issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door had failed. The customer reported that this malfunction occurred while dispensing medication to the patient, resulting a delay. However, there were no adverse events or injuries reported based on this event.